Event description:
After implant of saline breast implants I began experiencing fatigue, brain fog, memory loss, joint and muscle pain, hair loss and lost the outer half of my eyebrows. I have skin and hair dryness that cannot be fixed by anything. I constantly feel unbalanced making it difficult to walk and judge while driving. Now I have burning and stinging down both arms with a heavy weak feeling. Nausea is constant and constipation is endless.